Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable a manufacturing record evaluation was performed for the finished article lot 488p683; and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported that postoperatively to an open reduction internal fixation procedure with the tfna device for the fracture of the trochanteric femur, a cut-out occurred on (B)(6) 2022. According to the report, the initial surgery was completed successfully without any surgical delay. It was further reported that the implants will be removed on (B)(6) 2022. The total hip arthroplasty and the bipolar hip arthroplasty will not be performed. The status of the patient was unknown. No additional information was provided.